Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity. It would shut off about 5 seconds of use and not ligate any vessels. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Related to (B)(6) 2016.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Slight signs clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. The heater wire was flexed away at the center from the hot jaw. The wire remained in place at the base and tip of the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed during the pre-cautery test; it produced visible steam and heat during four (4) 3-second activations and did not produce visible steam during the remaining six (6) 3-second activations. It shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off before the period of sustained activation and reactivated after 10-second cooling period with the amount of time of activation. The device did pass the safety shut down system. The jaws were cleaned of debris and char gently with saline and gauze pad . A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device did pass the temperature measurement test. The displayed temperature increased and did turn "green" within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint was not confirmed. Based on the condition of the device, the as analyzed failure of bent wire was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent continuity. It would shut off about 5 seconds of use and not ligate any vessels. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4).